Manufacturer narrative:
Device evaluation: the replaced external portion of the percutaneous lead (driveline) and the explanted pump due suspected pump thrombus (returned under medwatch MFR report #2916596-2017-01569) were returned for evaluation. The report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log files; however, the alarms were not reproduced during analysis. The log file captured a driveline fault alarm on (B)(6) 2017 at 11:50 activated due to the phase 1 measurement being lower than the measurements of phase 2 and 3. The alarm remained active until it was manually cleared at 13:52. The alarm did not reactivate in the remainder of the log file and the system controller was exchanged at 15:22. The system controller was exchanged and the alarm eventually returned again due to the phase 1 measurement being lower than the measurements of phase 2 and 3. The alarm was manually cleared and did not reactivate in the log file. An additional log file submitted on 30jun2017 showed that a driveline fault alarm was active throughout the entire log file due to the phase 1 measurement being lower than the measurements of phase 2 and 3. There were no other notable alarms active in either log file. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. Approximately 18.5 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the returned distal end portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The distal end of driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient eventually underwent a pump exchange on (B)(6) 2017 and the pump was returned for evaluation. The pump returned with approximately 39 inches of driveline which included the repair done. Evaluation of the driveline confirmed a broken green wire in the pump housing. The broken green wire would have caused the reported driveline fault alarms. For the full pump evaluation see medwatch MFR report #2916596-2017-01569. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 driveline fault alarm were observed. The alarm was cleared by the lvad clinicians and did not reoccur. Driveline x-rays were obtained due to reported brief lvad system alarms when the driveline gets kinked. The system controller was exchanged after the patient reported unidentified alarms while at home. That night at midnight, the patient called the center with another driveline fault alarm on the system controller. The patient was admitted overnight and the alarm was cleared. The lvad system was on a grounded power module patient cable without any pump stoppages, low flows, or low speed advisories. No clinical symptoms were reported. The manufacturer¿s technical services confirmed the driveline fault as a true fault alarm during review of the submitted log file. The submitted x-rays were found to be unremarkable. The patient was discharged on (B)(6) 2017 with an ungrounded power module patient cable. On (B)(6) 2017 the patient arrived in clinic with another driveline fault on the system controller. The driveline fault alarm was permanently silenced by the lvad clinicians. No physical damage to the driveline was noted. The patient was listed as status 1a for heart transplant due to the event. No additional information was provided.

Manufacturer narrative:
Reference MFR report # 2916596-2017-01569 for the report of the pump exchange due to suspected device thrombosis. Corrected information: it was initially reported that the device would not be returning for evaluation. However, a portion of the percutaneous lead was received. The patient remained ongoing on lvad support. However a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that another log file was submitted to the manufacturer for review. Per technical services, it appeared that one of the percutaneous lead conductors in phase a had completely broken. If the other phase a wire broke, the pump would stop. On (B)(4) 2017, technical services performed phase interruption test and found green wire open. A distal end percutaneous lead (driveline) replacement was performed. During the repair, the pump was connected to a new lead and the pump off/red heart alarm occurred which confirmed that the green wire was open internally. The replacement was completed approximately 2 inches from driveline skin exit site. It was later reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected thrombus.